Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) due to dehydration and lack of insulin. The blood glucose levels, and type of treatment were not provided. The patient was released four days later. The patient reported he took his pod off prior to having a colonoscopy stating since he wasn't eating, he didn't think he needed insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.